Event description:
Information reported that the head will not go up. No injury alleged.

Manufacturer narrative:
Technician found the bed in maintenance area. Head up will not go up as the solenoid valve was stuck. Replaced the solenoid valve to resolve this issue.